Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was experiencing a gradual return of urgency. Syncing with the programmer showed that stimulation was off. The patient stated they were not aware that the blue buttons on the left-hand side turned the ins on and off. It was reported that the patient received inadequate training. The patient turned stimulation on, and noted that it was currently set on program 2 at 2.05, and they felt stimulation comfortably in the testicle area. The patient noted they were aware to decrease stimulation if it became uncomfortable. The patient was going to continue tracking symptoms. No further complications were reported.